Event description:
The customer reported that the insulin pump delivered all the insulin from the reservoir into his body, and he experienced low blood glucose. The customer treated his glucose level with coke. The customer stated that early in the morning his insulin pump alarmed no delivery and when he look the reservoir it was empty. Advised the caller to review the bolus history and found the boluses that he programmed. The caller stated that the drive support cap appears to be indented, but not much. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.